Manufacturer narrative:
The account found the bed exit circuit board failure. He replaced the bed exit circuit board to resolve issue.

Event description:
The account alleged when bed exit is alarming there is no local alarm at the bed, but it does send a nurse call.